Event description:
The patient received his scs system on (B)(6) 2009. The patient reported he had an ipg low message a month before but was able to change programs and continue to use stimulation. The patient reported the stimulation stopped and he was unable to restart the system. The patient met with the sjm representative, and it was confirmed the ipg was depleted. The patient was to be scheduled for a replacement procedure with his physician as soon as possible.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.